Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed information for resetting the pump and guided the caller through the process, which successfully resolved the error. After the reset, the caller was able to start their sensor session without further problems.